Manufacturer narrative:
Check of the DHR: by checking the DHR of the lot #0505234, no pre-existing anomaly was detected on 66 smr glenosphere ø36 mm product code 1374.09.110 manufactured. This is the first and only complaint received on this lot#. CT analysis: we received pre-revision cts and sent them to our medical consultant for investigation. Following, his comment is reported: "the images are difficult to interpret but the first plain films are the post revision views. The CT views are pre-revision and show the glenoid component to appear tilted upward but I cannot be sure if that is so. The image of the poly liner shows some evidence of impingement but for 13 years and with a 36mm concentric implant this is "not bad" and although I am not critical impingement and wear as a consequence will have contributed to the potential for instability which historically we can assume was caused by the fall. In summary some contribution to instability as described above but the dislocation caused by the fall. I hope this is of help." As described by our medical consultant, main cause for dislocation was patient's fall. In addition, he stated that some surgical and clinical factors could have contributed to instability of the prosthesis, such as the glenoid components tilted upward and some evidences of impigement with consequent wear. Explants were not returned to limacorporate per technical investigation. In conclusion, stating that: according to the DHR, all the devices were manufactured up to specifications no further complaints were received on lot #0505234 (products manufactured 15 years ago) complaint source reported that dislocation was due to patient's fall and medical consultant confirmed that dislocation was due to fall the prosthesis remained implanted for more than 13 years pre- operative CT images show some signs of instability we can conclude that the root cause of the event was patient's fall. Event not product related. Pms data: according to our pms data, occurrence rate of smr reverse system due to dislocation/luxation/instability is 0.12%. None of these cases was judged as product related. No corrective/preventive actions implemented for this specific case. Limacorporate will keep the market monitored.

Event description:
Revision surgery performed on (B)(6) 2019 due to dislocation. Primary surgery was performed on (B)(6) 2006. According to the information reported, patient had a fall which caused the dislocation. During revision surgery, the poly liner (36mm + 6, code and lot# unknown) was found to be worn. The poly 36mm liner, the reverse body and the 36mm concentric glenosphere (product code 1374.09.110, lot #0505234) were removed. Implants were replaced with a 40mm poly glenosphere, standard reverse body, and long 40mm metal liner. No further information available. Event occurred in australia.

Manufacturer narrative:
According to the information reported, no anomaly was found on 66 smr glenosphere 36 mm 1374.09.110 manufactured with lot #0505234. This is the first and only complaint received on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery performed on (B)(6) 2019 due to dislocation. Primary surgery was performed on (B)(6) 2006. According to the information reported, patient had a fall which caused the dislocation. During revision, the poly liner was found to be worn. Event occurred in (B)(6).